Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Device history review could not be performed because the records are not available. The device history review will be conducted once the records are received. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type.

Event description:
It was reported that the tool broke during use. It was reported that there was no patient impact. On follow up with the facility it was confirmed there were two tools, however, they were used in separate occasions. It was reported the patient is well. It was also reported the event date was not available. The lot number was confirmed. The user name and initial reporter names were also provided. It was reported the tool would be returned. The serial number of the af02 attachment used with the tool was unknown.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of broken tool. It was noted that on microscopic examination did not reveal any artifacts indicating use. If information is provided in the future, a supplemental report will be issued.